Event description:
A 3.0 x 33mm cypher stent was flushed, and then the physician found that the stent was flared at the distal end. Therefore, a different cypher was used to successfully complete the procedure.

Manufacturer narrative:
This japan cypher sirolimus-eluting coronary stent is distributed outside of the united states. However, it is similar to the united states cypher sirolimus-eluting coronary stent. Additional information will be submitted upon 30 days of receipt.